Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster52e cat# 702-04-52e lot 25779251a 6.5mm low profile hex screw 25mm cat# 7030-6525 lot hxxa3 d-m 2.0mm beaded cable set ss cat# 3704-0-050 lot 21411751 d-m 2.0mm beaded cable set ss cat# 3704-0-050 lot 18371751 d-m 2.0mm beaded cable set ss cat# 3704-0-050 lot 18371751 d-m 2.0mm beaded cable set ss cat# 3704-0-050 lot 25086151 bowed conical stem 18 x 195mm restoration modular hip system cat# 6276-7-218 lot cax089100m 23mm mod rev hip bdy/blt +10mmcomponent level 9006-1-123 cat# 6276-1-123 lot 24912752 delta v-40 ceramic head 36/+2,5 cat# 6570-0-536 lot 23335853 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised head and liner due to possible infection. Right hip. No other information available due to hospital policy.